Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0862 inches. Test p-cap and reservoir locked properly into the reservoir compartment, however a cracked retainer ring at the knit line was noted during testing. No under delivery anomalies or no delivery alarms were noted during testing. Successfully downloaded pump history files and traces using thump software and generated carelink reports. The daily total of bolus insulin delivered is 40 u on the event date of (B)(6) 2023 at 00:00:00.000 and 11.1 u on (B)(6) 2023 at 00:00:00.000. Pump alarmed no delivery alarms on the event date of (B)(6) 2023 at 07:00:00.000, 07:19:00.000, 07:37:00.000, 09:45:00.000, 09:46:00.000, 09:51:00.000, 12:13:00.000, 12:15:00.000, 14:28:00.000, during basal. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, and pcba 1. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, cracked retainer, retainer knit line damage, and missing display window/cover. Unable to verify customer's complaint for high bgs. Possible under delivery anomaly and no delivery/occlusion alarm during therapy were not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the force sensor, pcba 1, and the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 300 mg/dl. The customer reported that the insulin pump was under-delivering the insulin and there was an insulin flow block alarm. The customer also reported a crack in the insulin pump near the battery compartment. Troubleshooting was performed. No further patient complications were reported by the customer. The customer will discontinue using the device and the insulin pump will be returned for analysis.